Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot and sterile lot visual inspection confirmed the reported device. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient (B)(6) was brought to operating room on (B)(6) 2014 with a hematoma and a suspected post total knee infection. An I & d was performed and x3 poly swap took place. The patient's initial surgery was (B)(6) 2014 and the x3 poly that was removed is (B)(6) 2014. Per central (B)(6) medical center hippa policy no other information will be rewarded.

Event description:
It was reported that patient (B)(6) was brought to o.r. On (B)(6) 2014 with a hematoma and a suspected post total knee infection. An I & d was performed and x3 poly swap took place. The patient's initial surgery was (B)(6) 2014 and the x3 poly that was removed is (B)(6) 2014. Per (B)(6) medical center (B)(4) policy no other information will be rewarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.